Event description:
According to the complainant, the retrieval basket was positioned in the proximal ureter to capture the stone. However, the basket "curled in a weird fashion" when opened, and the tip was "trapped inside the wires making it impossible to retrieve." The basket was unable to close at this point in the procedure. The stone, 5 to 6 mm in size, had not been captured when this event occurred, and no portion of the basket detached inside the patient. No laser or lithotrite had been used. A lumbotomy was performed, and an invasive surgery was carried out to extract the stone and the retrieval basket. The patient evolutioned with urine filtering through the ureter 7 days from the surgery, which was drained percutaneously. The patient is reported to be in "good conditions."

Event description:
According to the complainant, the retrieval basket was positioned in the proximal ureter to capture the stone. However, the basket "curled in a weird fashion" when opened, and the tip was "trapped inside the wires making it impossible to retrieve." The basket was unable to close at this point in the procedure. The stone, 5 to 6 mm in size, had not been captured when this event occurred, and no portion of the basket detached inside the patient. No laser or lithotrite had been used. A lumbotomy was performed, and an invasive surgery was carried out to extract the stone and the retrieval basket. The patient evolutioned with urine filtering through the ureter 7 days from the surgery, which was drained percutaneously. The patient is reported to be in "good conditions."

Event description:
It was reported to boston scientific corporation on august 5, 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6) 2010. According to the complainant, the retrieval basket was positioned in the proximal ureter to capture the stone. However, the basket "curled in a weird fashion" when opened, and the tip was "trapped inside the wires making it impossible to retrieve." The physician "opened the ureter" to extract the stone and the retrieval basket. The patient's condition at the conclusion of the procedure is unknown. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information was received from the complainant, including procedure details and patien'ts current condition.

Manufacturer narrative:
(B)(6): although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A device was received for this complaint, however it is not a gemini stone retrieval paired wire helical basket. However, the pouch and label returned match the complaint description. The returned device is not manufactured at bsc-spencer, and it cannot be determined if the device is a bsc salable product. It is unknown how the returned product was paired with the gemini stone retrieval paired wire helical basket packaging. The physician stated that he believed a gemini stone retrieval paired wire helical basket was returned, and does not know why a different product could have been returned. Because the gemini stone retrieval paired wire helical basket was not returned for analysis, the complaint cannot be confirmed. Therefore, the most probable root cause for this complaint is undeterminable.